Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. Troubleshooting was performed. It was stated that the insulin pump did not alarm before the customer was admitted. No further information was provided.